Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, tenormin, lipitor, omega 3 fish oil, b6, and multivitamin. (B)(6). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images dated (B)(6) 2019 (modality of images is unknown) revealed the patient has a proximal type I endoleak. There is no aneurysm sac enlargement. The cause for the type I endoleak is unknown. On (B)(6) 2019, the physician reintervened and implanted a gore® aortic extender endoprosthesis and a palmaz stent. The endoleak was resolved and the patient tolerated the procedure.